Manufacturer narrative:
Initial and final MDR 1931567 - MDR 3003442380-2024-18931 - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on (B)(6)2024 and (B)(6)2024 during use.the infusion set has been used for 2 days for both events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.